Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Two case files were received on the date of the event. Case file number one showed at least six applications were performed using an afapro28 balloon catheter with lot number 21391-008 on the reported event date without any system notices or anomalies. Case file number two showed at least six applications were performed using an afapro28 balloon catheter with lot number 21391-027 on the reported event date. The system notice n-046 (the system has detected a compromised balloon) was confirmed on application number six. Case file number two showed at least six applications were performed using an afapro28 balloon catheter with lot number 21391-025 on the reported event date. System notice n-046 was confirmed on applications number seven, ten, eleven, and twelve. In the fault file, the n-046 fault message was found on the reported event date. In conclusion, the reported n046 system notice was confirmed during device data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected a compromised balloon indicating there was an outer vacuum leak. The balloon catheter was replaced with one of the same lot without resolution. The electrical umbilical cable and coaxial umbilical cable were then replaced without resolution. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID nitron (n2337a0048); product type: console; product ID afapro28 (21391); product type: arctic front catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.